Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent delivery system got stuck on the guide wire. The physician was advancing a 3.00 x 16 mm taxus express2 drug eluting stent down through an unk lesion with a medtronic cougar wire and successfully deployed the stent. Following deployment he attempted to remove the stent delivery system but was unable to move the catheter on the wire. He removed the guide wire and catheter together. There were no pt complications reported.